Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device shut down by itself during use. The reporter advised that the device powered back on again, by itself, approximately 2 minutes later. There were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. Ventec further examined the removed control board and determined that the root cause of the reported issue was physical damage to one of the holders on the som plug. This damage allowed one side of the som to lift slightly, causing a nearby capacitor to make contact with the metal shield and short its power rail to the ground plane.